Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The customer felt that the sensor was placed incorrectly causing disconnections between sensor and the transmitter. As part of troubleshooting process, a placement test was performed to determine if the customer was placing the transmitter incorrectly. The achieved final signal strength was lower indicating a possible poor connection between the sensor and the transmitter. This aligns with the customer's suspicion of incorrect sensor placement. When the customer consulted hcp, they decided to remove and replace the sensor. An appointment was booked for the (B)(6) 2023 to replace the sensor. The customer did not have any health symptoms. This event does not require any further investigation since the hcp made the decision to replace the sensor.

Event description:
Senseonics was made aware of an incident in which the patient believed the sensor had been placed incorrectly, thus the hcp chose to replace the patient's sensor. The patient informed that he had connection problems between the senor and the transmitter, and he believed that the sensor was inserted in a way that it keeps having these disconnections. Additionally, the customer reported that there was no pain at the insertion site. A new senor was inserted (B)(6) 2023.